Event description:
Rn reports of having issue with pump and unable to clear error. Per rn pt dose already mixed, will use dose on (B)(6) 2022 when gravity tubing arrives. No adverse events or missed dose reported. Unknown if device on hand. Rph counseling provided, no further information provided. 1. Did the reported product fault occur while in use with the patient? No. 2. Did the product issue cause or contribute to patient or clinical injury? No. 3. Is the actual device available for investigation? No. 4. Did we replace the device? Yes. 5. Did the patient have a backup device they were able to switch to? No, but we sent gravity tubing on (B)(6) which was used to infuse patient on (B)(6). We sent a replacement pump on (B)(6) 2022. 1. Did the reported product fault occur while in use with the patient? No. 2. Did the product issue cause or contribute to patient or clinical injury? If yes, was any medical intervention provided? No. 3. Is the actual device available for investigation? No. 4. Did we replace the device? Yes 5. Did the patient have a backup device they were able to switch to? No, but we sent gravity tubing on 11/22 which was used to infuse patient on (B)(6). We sent a replacement pump on (B)(6) 2022 reported to cvs/caremark by: patient/caregiver.